Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure for fixing of the cerclage wire the screws broke. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complaint articles has shown that front part of the screw is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. It is likely that too much mechanical force had led to this breakage.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.